Event description:
The site has an artiste system with rtt mosaiq. The site physicist reported that when treating two laterals in auto-sequence, after the first field has been treated, during the download of the second field, the machine asks for a couch movement even though the two fields have the same isocenter. A message box asking if the user wants to override that table position appears and, when the user chooses "yes" or "no" as a response, the table then moves automatically even as much as 14cm. No injury or mistreatment was reported in conjunction with this complaint.

Manufacturer narrative:
The safety council has assigned a preliminary ranking of the severity of this event at critical: in the worst case, an unintended table movement may potentially result in a serious injury of the patient or an irradiation with dose to the wrong location (mistreatment). The safety council has assigned a preliminary ranking of probability at remote: it is very likely that an unintended table movement is recognized immediately by the therapist, as s/he has to always monitor the patient during treatment. There are buttons installed for emergency power off, which may be used to stop treatment and all movement. A corresponding corrective acton, tracked by the agency's (B)(4) district office under z-2243-2011, is underway. As of 08/01/2011, this site had received the customer safety advisory regarding patient treatment with table offsets. We became aware of this report on 08/18/2011 and are mailing this report on 09/16/2011.